Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d9, g3, g6, h2, h3, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of manufacturing records cannot be performed without product identification. The device is used for treatment. Medical records were not provided. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : part and lot number unknown

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source- germany. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Part and lot number unknown.

Event description:
It was reported that the patient underwent revision surgery due to broken ncb-df plate. Patient outcome: revision with osteosynthesis. Due diligence is in progress for this complaint; to date no additional information or product has been received.